Event description:
Asymmetry lumps in breasts; I had my breast implants exchanged on (B)(6) 2015 and since then both breasts have been in severe constant pain and I've also been fatigued, migraines, inflamed, and just overall yucky. I've reported it to my family doctor and we've been monitoring. Fast forward to (B)(6) 2021 and where I have severe pain on my right breast is now showing several asymmetries on the breast. Since (B)(6) 2015, it's been horrible and it's getting worse. Implants are as follows right breast mentor saline ref 350-2325, lot 6890310, sn (B)(4); left breast mentor saline ref 350-2325, lot 6918089, sn (B)(4). FDA safety report ID# (B)(4).